Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaws of the applier got deformed during use. Therefore, a new unit was used instead. No patient injury was reported.

Event description:
It was reported that the jaws of the applier got deformed during use. Therefore, a new unit was used instead. No patient injury was reported.

Manufacturer narrative:
Qn#(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a (B)(4) pc. Lot in june of 2019. Evaluation of the returned instrument shows that the tips are loose and misaligned, and the jaw pivot pin is partially pushed thru the damaged outer tube assembly. This instrument was disassembled for further evaluation and it was found that the drive rod (n00185) fingers that actuate the jaws were also damaged. (Pies. Attached) we are able to validate this complaint. We are unable to determine what caused the internal drive rod fingers to become damaged and for the jaws to become loose and misaligned and for the jaw pivot pin to be slightly pushed thru the damaged outer tube assembly but mishandling at the end users facility is suspected. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for the product line.